Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the system displayed a ¿system restarted check cables¿ message along with an error code. The caller explained this occurred while the blue fiber cables were connected in the normal configuration between the vision cart and the surgeon/patient carts (not routed through wall ports). No additional technical support troubleshooting steps, log review, or guided corrective actions were documented in the notes, and the room staff swapped to a different system to continue the procedure. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse found that the errors were on port 1 of the tower and were caused by the pigtail fiber on port 1 being damaged. Fse replaced the pigtail fiber on port 1 of the tower and resolved the 31089 errors. The system was tested and verified as ready for use.